Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that intra-op, the bottom jaw of the pituitary broke off. No patient complications were reported.